Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(4) 2017, reported the patient thought the letter they received was about their dead battery, which they noted was there problem. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient¿s internal device was dead. The event date was unknown. It was unknown what troubleshooting was performed. It was noted that the patient had symptoms. The outcome of the event was unknown. No complications were reported or anticipated. Additional information was received. The patient first start to experience this issue on ¿5/16¿ when the device stopped working. Symptoms included no help with pain. Steps taken to resolve the issue included contacting manufacturer technical services to help jump start the device. It was noted that on ¿5/17¿ the device started working.